Manufacturer narrative:
Product event summary - (B)(4) the full lead was returned and analyzed. The primary analysis finding noted no anomalies were found. The distal electrodes were covered with body tissue/fibrotic growth. The lead fixation was distorted (extrinsic) with helix being pulled/stretched/overstress. Visual analysis noted the lead had apparent explant damage. Lead was returned with the helix stretched and covered with tissue/fibrotic growth. The tissue/fibrotic growth could not be removed without damaging the helix. The helix extension/retraction/length testing could not be performed. The unexplained loss of capture is likely due to dislodgement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the lead had unexplained loss of capture and was unable to gain capture with the analyzer when openly tested. The lead was explanted and was replaced with a competitor lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.